Manufacturer narrative:
Concomitant medical products: a2dr01 ipg. Implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and the right ventricular (rv) lead exhibited oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.